Event description:
It was confirmed that the pt's catheter was dislodged from the intrathecal space. The catheter was replaced; date of replacement was not provided. The medications being delivered via the device sys were bupivicaine, clonidine, and hydromorphone. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).